Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis found that the lcd was damaged for product ID: 97745, serial/lot #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they had to reset their controller battery yesterday because the controller was unresponsive and they saw lines on their controller screen that were mostly down by the "ok" button. Patient noted the lines looked like a collapsed EKG reading. Pt added the lines appeared at the programs also. Agent helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Patient unlocked their controller and noted the lines were gone from the 'ok' button and the programs. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they continue to have the same issues that she reported on her last call. Either the controller does not power up when she presses the up / down arrow or she is seeing lines across the screen. The pt is having to reset the controller each time to correct. A replacement controller was sent out. No symptoms were reported.